Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone16.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. The adhesive completely separated from the infusion site (arm), causing the cannula to dislodge and for insulin to leak during wear.

Manufacturer narrative:
No damages or defects were observed that would contribute to the cannula dislodging or the adhesive pad failing to adhere. The cause or the reported dislodged cannula and adhesive failure could not be determined. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No leaks were observed. No damages or deficiencies in the fluid path were discovered.